Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported that on (B)(6) 2018, the 00mlx xenon lightsource had burning odor when working tool inserted in to the light source. No patient injury or death alleged. There is no information provided regarding product delay in surgery. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the external surfaces found dings in the right panel, the top cover and the rear chassis panel were slightly dented in and the ferrite was unglued from the line filter. In addition, the wolf port was partially melted and hot mirror was cracked. There were no deviations or non-conformances during the inspection process. The unit powered "on", the attenuator opened and closed without issue. Functional testing found the unit ran for 15 minutes with no burning odor emitted. The findings are consistent with the use of inappropriately suited fiber optic cable. The reported complaint a "burning odor" is considered to be confirmed based on the melted wolf port. The actual root cause was not conclusively determined.